Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump did not respond. Customer called with keypad anomaly. Insulin pump did not receive a stuck button alarm. Customer stated buttons were unresponsive. Insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, cracked case on the battery tube side, and missing serial number label. (B)(4).